Event description:
It was reported that during a laparoscopic cholecystectomy procedure the clips crisscrossed at the bottom when clipped across the duct. Clips had to be removed and new clip applier opened. There was no patient consequence.